Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a varipulse¿ bi-directional catheter and the patient experienced pericarditis that required medication and prolonged hospitalization. It was reported that there were no troubles during the procedure. However, the day after the surgery, the patient presented with chest pain on (B)(6) 2026 and was diagnosed with pericarditis on (B)(6) 2026. The patient was managed with medication and was under follow-up observation. Pericardiocentesis was not performed, and the patient recovered after medication. The patient was discharged on (B)(6) 2026 due to a strong request for discharge from the patient. 93 applications/ 31ablations of pulsed field ablation (pfa) was done.